Event description:
It was reported that during a lead revision [related manufacturer reference number: 3006705815-2025-18168], surgical procedure on (B)(6) 2025 wherein the ipg was placed into surgery mode, but the ipg became unable to communicate with external devices after the physician placed the bovie directly over top of the ipg. Troubleshooting was able to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete event, patient, and device information.